Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
Related manufacturer reference number:2017865-2021-19704. It was reported that the patient presented in-clinic for a follow up check. Upon review, the implantable cardioverter defibrillator exhibited battery performance alert and the right ventricle lead exhibited low pacing impedance. Following the battery performance alert (bpa) advisory, the device was explanted and replaced. The right ventricle lead was also explanted and replaced during the same procedure. Patient was stable.